Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, nose shroud cracked/broken, and trigger engaged with precock, yes; staples in nose, yes(2); and staples in the track, yes(15). Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info and visual inspection, it was concluded that the rpt'd instrument "device jammed" during surgery was due to a yielded cartridge nose weld. No conclusion could be reached as to why the nose weld had yielded. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.